Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter),and a lead impedance out of range alert triggered. The 1758 of 1759 lifetime v-sic are recorded beginning (B)(6) 2014. An out of tolerance subthreshold lead impedance alert occurred on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient received multiple inappropriate shocks due to a fracture of the right ventricular (rv) lead. The pace/sense portion of the lead was capped and replaced by a chronic pace/sense lead, and the high voltage portion of the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this device performed as described in the field action. Concomitant product: (B)(4) ICD implanted 2009 (B)(6). (B)(4).